Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: 1898200t microdebrider; 1898200t igs m4 510k: k041413 erl. (B)(4). Product evaluation: no analysis results available. Devices will not be returned for evaluation. Method: no testing methods performed.

Event description:
It was reported to medtronic that a physician was notified by a colleague, that sometime within the past 10 years, the following account occurred when a microdebrider was being used with the tricut blade: during a case in which the microdebrider was used ¿for subglottic stenosis and removal of granulation tissue¿, the patient sustained ¿intraoperative damage to the innominate artery¿ which resulted in a ¿hemorrhagic complication¿ and ultimately, death. The doctor has confirmed that no additional information is available.

Manufacturer narrative:
Corrected information: no eval explain code.